Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator was noted to be in backup vvi mode. The patient was noted to be feeling diaphragmatic stimulation. The device was reprogrammed. Patient was discharged.

Event description:
New information received indicated that the patient was discharged with no complications.